Event description:
Pt was scheduled for a fiberoptic bronchoscopy of a large right hilar mass, suspected to be bronchogenic carcinoma. A transbronchial biopsy was attempted at the right upper lobe posterior segment. With the first transbronchial biopsy, a gush of bleeding occurred which failed to stop despite tamponading of the bleeding site with the tip of the scope and administration of 4ml of 1/10,000 epinephrine solution. Bleeding continued, pt was coded and expired.